Manufacturer narrative:
Corrected information: f10/h6. Additional information: d4: full UDI is not available due to unknown serial number.

Event description:
The manufacturer field service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer field service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.